Manufacturer narrative:
Device evaluated by manufacturer: the devices have been received for evaluation. The reported condition was investigated and corrective actions have been implemented as of january 31, 2007.

Event description:
The customer alleges the skin stapler is "jamming." It is unknown when this condition occurred or if there was any patient injury or medical intervention.